Event description:
It was reported that, took out a plate for non union today, and there was a locking insert that backed out a little in an 8 hole dist lat tibia plate.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.